Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report a svc code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon eval, the trunk cable was pulled from the strain relief. The cause for the svc code 204 is a disruption in communication between the monitor and electrode belt. The cause for the distribution in communication is the damaged trunk cable. The root cause of the damaged cable and internal wires cannot be positively identified but is likely excessive force placed on the trunk cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.